Manufacturer narrative:
Results: top of legs hitting scale frame.

Event description:
It was reported by service report that the scale ws not accurate when the bed is lowered all the way down. No patient involvement or adverse consequences are reported.